Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The labeling is found to be adequate. The DHR review could not be performed without a lot number. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were trying to start therapy on a neonate, but they were receiving low flow or air leak alarms. They have already tried two different machines, two different sets of pads, and tried connecting the pads to different ports on the machine. Had nurse stop therapy, empty the pad, and disconnect. Walked nurse through placing device in manual control. Without pad, water flow rate (wfr) was 0 l/min, inlet pressure (ip) was -1.5psi, circulation pump command (cpc) was 89 percentage, system hours were 2,908, and pump hours were 2,806. Informed nurse to send this arctic sun device to biomed labelled low flow, s/n: (B)(6). Nurse enabled manual control on second machine, no pads connected to this device currently. Diagnostics showed that the water flow rate (wfr) was initially 0 l/min and inlet pressure (ip) was 0psi, after a minute water flow rate (wfr) was 1.6 l/min, inlet pressure (ip) was -9.6psi, circulation pump command (cpc) was 46 percentage, system hours were 2,500 and pump hours were 200. Had nurse connect pad with proper technique, water flow rate (wfr) was 1.2 l/min, inlet pressure (ip) was -1.4psi, circulation pump command (cpc) was 100 percentage. Nurse tried connecting other pad, water flow rate (wfr) was 0 l/min. Suggested biomed evaluate this device as well and try the third machine. Nurse enabled manual control on third device, water flow rate (wfr) was 2.2 l/min, inlet pressure (ip) was -8psi (pr#: 10972540), circulation pump command (cpc) was 68 percentage, system hours were 83 and pump hours were 58. Had nurse connect pad, water flow rate (wfr) was 0.8 l/min, inlet pressure (ip) was -0.4psi, circulation pump command (cpc) was 100 percentage. Recommended trying a brand new pad. Nurse opened and connected new pad, water flow rate (wfr) was 1.8 l/min, water flow rate (wfr) was -7.8psi, circulation pump command (cpc) was 88 percentage. Disabled manual control and started therapy, after a few minutes water flow rate (wfr) was 1.3 l/min. Nurse would monitor and call back with any issues. Second call from biomed, biomed has device failing calibration. Calibration error 25 (patient temperature 2 out of adjustment range limit). Expected value was 24.74 and actual value was 0. Sn: (B)(6). Forwarded to ts for proper handling.

Event description:
It was reported that the nurse stated that they were trying to start therapy on a neonate, but they were receiving low flow or air leak alarms. They have already tried two different machines, two different sets of pads, and tried connecting the pads to different ports on the machine. Had nurse stop therapy, empty the pad, and disconnect. Walked nurse through placing device in manual control. Without pad, water flow rate (wfr) was 0 l/min, inlet pressure (ip) was -1.5psi, circulation pump command (cpc) was 89 percentage, system hours were 2,908, and pump hours were 2,806. Informed nurse to send this arctic sun device to biomed labelled low flow, s/n dyfpal026. Nurse enabled manual control on second machine, no pads connected to this device currently. Diagnostics showed that the water flow rate (wfr) was initially 0 l/min and inlet pressure (ip) was 0psi, after a minute water flow rate (wfr) was 1.6 l/min, inlet pressure (ip) was -9.6psi, circulation pump command (cpc) was 46 percentage, system hours were 2,500 and pump hours were 200. Had nurse connect pad with proper technique, water flow rate (wfr) was 1.2 l/min, inlet pressure (ip) was -1.4psi, circulation pump command (cpc) was 100 percentage. Nurse tried connecting other pad, water flow rate (wfr) was 0 l/min. Suggested biomed evaluate this device as well and try the third machine. Nurse enabled manual control on third device, water flow rate (wfr) was 2.2 l/min, inlet pressure (ip) was -8psi, circulation pump command (cpc) was 68 percentage, system hours were 83 and pump hours were 58. Had nurse connect pad, water flow rate (wfr) was 0.8 l/min, inlet pressure (ip) was -0.4psi, circulation pump command (cpc) was 100 percentage. Recommended trying a brand new pad. Nurse opened and connected new pad, water flow rate (wfr) was 1.8 l/min, water flow rate (wfr) was -7.8psi, circulation pump command (cpc) was 88 percentage. Disabled manual control and started therapy, after a few minutes water flow rate (wfr) was 1.3 l/min. Nurse would monitor and call back with any issues. Second call from biomed, biomed has device failing calibration. Calibration error 25 (patient temperature 2 out of adjustment range limit). Expected value was 24.74 and actual value was 0. Sn: dyfpal026. Forwarded to ts for proper handling.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.